Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot#: n790970, product type: accessory. Other relevant device(s) are: product ID: 97792, serial/lot #: (B)(4), ubd: 27-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative (rep) regarding a patient. The rep reported that during implant procedure, the bi-wing anchor split with the 0 ethibond suture, which the physician commonly used in all of their implant. The rep stated that a second anchor was opened and used to complete the anchoring of the leads. The issue was resolved at the time of the report. No further complications were reported or anticipated. The unused anchor was to be returned for analysis. Indication for use is unknown.

Manufacturer narrative:
Continuation of d11: product ID 97792, lot# n790970, product type: accessory. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97792, lot# n790970, product type accessory. Analysis of the accessory 97792 bi-wing anchor, lot number n790970, revealed the anchor was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.